Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 08/08/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed a ¿partial delivery, user aborted (pump)¿ warning occurred on 04/26/2013. During testing a normal bolus and an audio bolus were programmed and delivered successfully and were recorded accurately in the pump history. The keypad was tested and confirmed that there were no hypersensitive keys. The pump was exercised for 24 hours without any errors or warnings occurring. The complaint was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.